Event description:
It was reported that the subject device had presence of b30 code. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since subject device was not returned, the device malfunction was not confirmed during evaluation, and the definitive root cause of the reported issue could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss. Interoperability problems like: wired communication. Material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear. Software problems such as erroneous data transfer. These causes can occur between components such as circuit board; socket; connector pin; electrical cable; electrical lead/wire; and connector/coupler without any design or manufacturing issue that could lead to error codes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.